Event description:
It is reported that during impaction of the tibial punch, 2 pieces of the impactor fractured off.

Manufacturer narrative:
The returned broach impactor has both of the jaws fractured off from the base. The knurled section of the impactor sleeve shows impact marks on anterior side. It is possible that the device experienced extremely high impact load, and was impacted off-center or at an angle causing additional bending moment, and the jaws fractured due to overload. A field communication was released in january 2008 that detailed the proper extraction technique. Evaluation: numerous strike marks are observed on the handle of the device. The device meets specs as measured, and has a potential field age of approx 2 years. The device history records for the device were reviewed and found to be intact and conforming, indicating the device was manufactured to specs. The reported malfunction has caused or contributed to a serious injury in the previous two years on a same or similar device. As a result, this report is being submitted in compliance with the medical device reporting for manufacturers guidance document published by the FDA in march of 1997.